Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information: what type of procedure was the device used in? Anterior resection. Did the device staple? Unknown, after firing, with audible feedback heard, surgeon tried to pull the cdh out of the anastomoses, without any success. If the device stapled was the staple line complete? Unknown, as above. Did the device cut? Unknown, as above. If the device cut was the cut line complete? Unknown, as above. How was the case completed? Colon was cut, and another cdh was fired, upon which the device could be taken out. The lot number is l4fa29.

Manufacturer narrative:
(B)(4). Additional information received: the physician mentioned that after firing, he could not withdraw the device. He then cut the anastomosis open and re-fired with a new device. He could then remove the device.

Event description:
It was reported that during an unknown procedure, the device was not able to fire completely. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.